Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient was using an omnipod 5 insulin pump at the time of the event. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient began exhibiting symptoms related to diabetic ketoacidosis (dka), including shaking, sweating, and nausea. The reporter stated that the dexcom cgm displayed readings between 119¿126 mg/dl, while fingerstick blood glucose (fsbg) checks were reported in the 400 mg/dl range, later described as greater than 460 mg/dl. After manually checking the fsbg, the parent determined that the omnipod was not delivering insulin. The parent attempted to administer insulin manually without improvement. As part of troubleshooting with tech support, the parent removed the first dexcom sensor and applied a new sensor (no allegation against the second sensor). When the patient¿s condition did not improve, the parent and patient drove to a local hospital for further treatment. The patient¿s parent reported symptoms raising concern for dka; however, no formal medical diagnosis of dka was reported or documented. Upon admission, the patient received intravenous (IV) saline, IV insulin, and as well as a long-acting insulin. Due to clinical severity, the patient was escalated to the intensive care unit (ICU) and subsequently transferred to the children¿s hospital, located more than two hours away. The parent stated the patient¿s condition worsened during transport, and the patient was escalated to ICU level care. The parent reported arrival and admission at approximately 01:10 on (B)(6) 2026, with an overnight hospital stay; a discharge date was not provided. Reported symptoms included vomiting, shakiness, sweatiness, dehydration, and hyperglycemia. Diabetic ketoacidosis (dka) was mentioned only once and in passing, when the parent stated: ¿we moved the day before she went into crisis because of the dka.¿ at the time of report, the patient was still hospitalized. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient was using an omnipod 5 insulin pump at the time of the event. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient began exhibiting symptoms related to diabetic ketoacidosis (dka), including shaking, sweating, and nausea. The fingerstick blood glucose (fsbg) was 460 mg/dl and the cgm was 119 mg/dl. After manually checking the fsbg, the parent determined that the omnipod was not delivering insulin. The parent attempted to administer insulin manually without improvement. As part of troubleshooting with tech support, the parent removed the first dexcom sensor and applied a new sensor (no allegation against the second sensor). When the patient¿s condition did not improve, the parent and patient drove to a local hospital for further treatment. The patient¿s parent reported symptoms raising concern for dka; however, no formal medical diagnosis of dka was reported or documented. Upon admission, the patient received intravenous (IV) saline, IV insulin, and as well as a long-acting insulin. Due to clinical severity, the patient was escalated to the intensive care unit (ICU) and subsequently transferred to the children¿s hospital, located more than two hours away. At the time of report, the patient was still hospitalized. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.